Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2022 as no event date was reported. (Device): (B)(4). The returned sensor wire was analyzed. Upon visual assessment, it was observed that the ptfe peeled at the middle section, and the sleeve detached. Therefore, the complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed is most likely excess force applied during removal of the wire which probably caused the sleeve to detach and the ptfe to peel. Most likely as part of the device manipulation during the procedure excess force was applied to the device such as during the guidewire insertion through another device or the interaction with the scope, causing the guidewire to peel at the distal section of the wire and the sleeve to detached. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event.

Event description:
It was reported to boston scientific corporation that a sensor wire was used. During the procedure, the coating of the sensor wire peeled. The procedure was completed with another sensor wire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of shrink sleeve detached.